Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4).the root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm occurred during initial drain and was not confirmed due to unavailable sample. The cause of the air was not determined. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified. A label review was not performed due to unsuspected user error. The results of a trend review for low drain volume alarm revealed a stable trend. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
The customer contacted baxter?s technical service center (tsc) regarding a low drain volume (ldv) alarm which occurred on the homechoice (hc) during use. The home patient (hp) stated that the drain volume equaled 60ml and the last fill volume (lfv) equaled 800ml. The hp stated that she did not know if she was empty. The hp states that there was air in the patient line. The baxter technical service representative (tsr) had the home patient (hp) end the therapy and contact the registered nurse (rn). There was patient involvement. The home patient (hp) returned (B)(4) telephone call on (B)(6) 2011 regarding the air in the line found during a low drain volume alarm. The home patient (hp) stated that the issue was resolved, however, the cause of the air remained unknown. The hp did contact her nurse and discuss the issue with the nurse. The reviewed with the hp on how to identify being empty versus full. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, she did not receive any injury or medical intervention as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.